Manufacturer narrative:
A supplemental MDR is being submitted due to device returned for evaluation. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 29mm sapien 3 ultra resilia valve in the aortic position. The valve was inserted and tracked without difficulty into the patient and the commander delivery system was removed without noticeable tension. A 24mm true balloon was used to bav. When retrieving the balloon catheter out of the patient there was some resistance felt. The team stopped, made sure there was negative pressure on insufflator and checked under fluoro to make sure the balloon catheter was in alignment with the tip of the esheath. Upon pulling harder the balloon was removed through the esheath. When the esheath was removed we noticed the distal tip was torn. It appears it is still intact but unable to tell for certain that it is all there. There were no reported injuries. Potential root cause reported as kevlar balloon possibly not fully deflated and a slight bend in aorta.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: slight sheath shaft curvature, liner is fully expanded as designed, liner stretching approximately 0.25 inches distal to strain relief and 0.5 inches in length, partial liner delamination approximately 1 inches distal to strain relief and 0.2 inches in length, 2nd appearance of partial liner delamination approximately 1.75 inches distal to strain relief and 1.25 inches in length, radial tip tear along distal liner edge as well as axial tear, hdpe and soft tip stretching along distal tip tears, and all score lines present. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and revealed the following: tortuosity present in the patients access vessels and near the aortic bifurcation. The reported event was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Based on the evaluation of the returned device, the nature of the radial and axial distal tip tear is similar to previous investigations where the tear is attributed to improper tip expansion. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. Furthermore, if the balloon catheter was not fully deflated, the altered balloon profile may catch on to the sheath distal tip during withdrawal and tear it. Additionally, tortuosity was observed in the patients access vessels. Tortuous anatomy in combination with the force required to withdraw the balloon catheter could further contribute to tearing of the distal tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement, procedural factors (high withdrawal forces, altered balloon profile), and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.